Event description:
Event description cpi received information that this large patch lead was repaired and capped. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) this lead was removed from serivce. No additional information is available.